Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: date of follow-up report: the incident sample was not returned to covidien for evaluation. The customer provided a photograph of the electrode. Review of the photograph confirmed the reported condition. The picture showed the pfte tubing to have disengaged from the electrode but the cause of the failure could not be determined from the photograph. Without the incident sample or a valid lot number, a detailed investigation could not be performed.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the cautery tip came off from the cautery and fell into the incision. The piece that fell into the patient was retrieved without any injury to the patient.